Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused insulin due to a downward glucose trend and then experienced an extended cgm signal loss, resulting in insulin remaining paused for approximately 3 hours and 10 minutes, after which the user developed hyperglycemia with a documented nadir of 60 mg/dl and a peak of 258 mg/dl; the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.